Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. The opticross 18 imaging catheter was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the guidewire and the devices were removed together. No damage was noted on the guidewire but the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath, strain relief, and imaging window were kinked, and the imaging window was also observed to be twisted. Based on the evidence, the as reported code of guidewire entanglement and catheter kinked can be confirmed.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. The opticross 18 imaging catheter was advanced over a non-boston scientific guidewire for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the guidewire and the devices were removed together. No damage was noted on the guidewire but the catheter was kinked. The procedure was completed with another of the same device. There were no patient complications.